Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The customer provided their cleaning, disinfection, and sterilization process stating that no pre-cleaning detergent is used and the automated endoscopic reprocessor (aer) used is soluscope series 4. The aer detergent is soluscope cln and the aer disinfectant is soluscope paa. The manual detergent is aniosyme synergy 5 and no manual disinfectant is used. The instrument/suction channel, suction cylinder, instrument channel port, and distal end were brushed using albyn medical ref: an 18555023 manual brushes. Their storage practice is using a plasmatyphoon and then placing the scopes horizontally, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found less than 1 cfu of microorganisms revivable at 30 degrees celsius. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found that the light guide cover glue was chipped and the bending section glue was worn out. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
The customer reported to olympus, during routine testing, the evis exera iii duodenovideoscope tested positive for 20 colony forming units (cfus) of pseudomonas aeruginosa, 1 cfu of bacillus sp, and 45 cfus of escherichia coli. All channels were sampled. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.